Manufacturer narrative:
Analysis of the returned k3 relay could not confirm any failure as it functioned as intended when installed in known working imaging system. The system readied and functioned as expected each time. 2d and 3d imaging were successful. No problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the generator for the imaging system was not starting. The k5 & k6 relays were not being energized. Burns relays were found on the interface control board along with open fuses. To resolve the reported issue; the representative replaced the charge/discharge board, the interface control board, the f6 fuse, the k3 relay and the bridge rectifier. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation. The suspect interface control board has not been received by the manufacturer for analysis. The relay has not been received by the manufacturer for analysis. The bridge rectifier has not been received by the manufacturer for analysis. The charge discharge board has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was consistently beeping and not progressing past "initializing please wait." No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The charge discharge board was received by the manufacturer for evaluation. Testing confirmed that a diode on the board was shorted. This confirmed an electrical failure due to the shorted diode. The suspect interface control board was returned to the manufacturer for evaluation. Testing found that the solder between the k8 relay and p5 connector had shorted. Due to the visual inspection finding the short, an electrical evaluation was not performed.